Event description:
Pt was lying on a hill-rom stretcher. The pt was lying still when the stretcher made a loud noise and the bed/matress dropped approx six (6) inches. The pt was transferred to another stretcher and denied any discomfort. The stretcher was removed from the pt care area by plant operations who also inspected the stretcher. No problem with the stretcher was found. Hill-rom rep called and came to facility to inspect the stretcher on 01/28/2000, who will send a tech to do an inspection on 01/31/2000. The hill-rom rep will attend a staff meeting on 01/31 to interview the nurse that reported the incident, and will also inservice the staff on the use of these stretchers.